Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed based on the firmware and the artemis software used in the field (app version was 3.4 rev4.us and ios 12.5.1). Analysis of the returned ipg found that the eri and eol timestamps had not been logged. As a result of this finding, actions have been taken to prevent reoccurrence. The returned device had no physical anomalies, communicated will all lab utilities and exhibited normal device characteristics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced.